Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the device was discarded by the customer. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a laminectomy, the tool broke during use. An x-ray was performed and confirmed there were no tool fragments within the patient in the medullary canal. The surgeon discarded the tool. The procedure was subsequently completed without issue. The patient outcome was reported as satisfactory postoperative. On follow up it was confirmed the x-ray was performed because of the breakage of the tool.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.